Manufacturer narrative:
A new device and lead were successfully implanted. The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular lead were explanted and replaced due to infection. The explanted products were not returned to boston scientific. No additional adverse patient effects were reported.